Event description:
It was reported the patient attempted a bolus in the health care provider (hcp) office and the refill date did not update on the patient therapy manager (ptm). The ptm showed the old date. It was later reported there was no injury. The patient saw the hcp on (B)(6) 2013 and addressed the issue. The refill date was fixed and showed (B)(4) 2013. The pump was used to deliver baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).